Manufacturer narrative:
Device evaluation: additional analysis results became available. The psu was returned to the vendor, and the vendor investigation confirmed the failure. The customer fault description of a high aak result was confirmed. The faulty illuminators were replaced. It was noted that the unit passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). A medtronic representative tested and serviced the equipment. Hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera was returned to medtronic for evaluation, and analysis results became available. The positioning sensor unit (psu) powered up without the amber fault light on but a check of the event log showed an illuminator current low issue and a firmware incompatibility issue. The psu failed an accuracy test (aak) at .67 mm with a passing threshold of .25 mm. There was an electrical failure with the camera. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system¿s camera failed the accuracy assessment kit (aak) test. There was no patient involvement.